Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were being used to deliver unspecified solutions via gravity. After unspecified lengths of time during unspecified surgical procedures, the customer contact reported that the anesthetists needed to change the solution containers. It was reported the anesthetists clamped the tubings using the cair roller clamps; however, the solutions continued to flow. The anesthetists pinched off the tubings and changed the solution containers. The therapies were resumed using the same tubing sets. After the surgical procedures were completed, the tubing sets were replaced in the recovery room. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.